Event description:
It was reported to the MFR by the facility ((B)(6)), per the facility, the cna was transferring the pt in the lift. The sling strap came off the cradle and the resident fell to the floor. The pt was transported to the hospital for eval and testing. The pt sustained a fractured left wrist, right shoulder fracture and leg fracture. The facility stated that the sling strap was not seated properly on the cradle and only 1 employee was performing the move with the lift. The facilities policy for using a lift to move pts is that 2 employees must be in attendance. (B)(4) will be entered into our system.

Manufacturer narrative:
(B)(4) sending the report to the MFR.